Event description:
A biomedical technician reported. The customer sent the unit in for an operational inspection. While testing unit, vent shut down three times on test bench. Unit shut down with no alarms". No report of pt involvement.